Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the tip part of the balloon ruptured during initial inflation. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.